Event description:
Customer reported rh discrepancy on the echo. The patient sample resulted as a positive. A new sample was collected from the same patient and abo confirmation testing was performed by tube method, resulting as a neg. Weak d testing performed by tube method was negative. The initial sample was re-tested on the echo and reported as ntd. The new sample was tested on the echo with result of a neg.

Manufacturer narrative:
Visual review of images indicated the appearance of a ring in the center of the well. The customer was informed that a shake gap optimization is required. A service call was made. Optimized shake gap in software. Performed group/screen qc assay with acceptable results. Tested 2 patient samples using group/screen assay with acceptable results. Tested 2 samples from the patient with acceptable results (patient results = a neg) the system was tested and performed within specifications with no problems observed.